Event description:
It was reported that the inflatable penile prosthesis was not working properly, so the patient visited the hospital a month before surgery. As a result of the examination, a hole was found in the right cylinder. The inflatable penile prosthesis right cylinder and pump were replaced. The cause of the right cylinder hole has not been confirmed by the hospital. Following surgery, the patient was stable and improved. The event resolved.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned ipp cylinders and pump were visually inspected and functionally tested. Cylinder 1 had broken fabric threads and exhibited bulging when inflated attributed to wear at a fold in the proximal cylinder body. A leak was also identified as the result of sharp instrument damage consistent with explant. Cylinder 1 was not pressure tested due to the observed bulge and leak. Cylinder 2 was pressure tested and performed within specification; no leaks were present. Inspection of the pump found the tubing was cut to the pump block; the tubing was not returned for analysis. Functional testing was performed and the pump performed within specification. Product analysis concluded the identified fluid loss and broken fabric threads resulting in bulging when cylinder 1 was inflated were the most probable cause of the reported mechanical issue. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. There was no evidence that the device components did not meet applicable product specifications prior to shipment from boston scientific. Product analysis confirmed the reported event.

Event description:
It was reported that the inflatable penile prosthesis was not working properly, so the patient visited the hospital a month before surgery. As a result of the examination, a hole was found in the right cylinder. The inflatable penile prosthesis right cylinder and pump were replaced. The cause of the right cylinder hole has not been confirmed by the hospital. Following surgery, the patient was stable and improved. The event resolved.